Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two mitraclips devices referenced are filed under a separate medwatch report number.na

Event description:
This is filed to report inability removing the gripper line and completely clip detachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. During preparation of the xtw clip (00616u184), final arm angle (faa) was officially established, but when attempted to open the clip, it was unable to open. Troubleshooting was performed and the clip able to open. This occurred multiple times; therefore, the clip was not used and was replaced with another xtw clip (00821u170). However, during preparation of this clip, the same exact issue occurred that occurred with the first clip. The clip was not used and replaced with an ntw clip. This clip was successfully implanted without issues. To further reduce mr, an additional ntw clip (00313u179) was inserted and the leaflets were successfully grasped. The clip was attempted to be deployed, but after removing roughly 1-2ft of the lock line (ll), tension was felt. The ll continued to be pulled and roughly 5 1/2ft was able to be removed until it became completely stuck. The rest of the deployment sequence was performed, and the clip was deployed. The clip delivery system (cds) was removed, but the ll remained attached to the clip. In an attempt to completely removed the ll, the physician pulled with more force. However, this caused the clip to completely detach from the leaflets, which caused a clinically significant delay in the procedure. The clip was unable to be pulled into the steerable guide catheter (sgc); therefore, the septum was ballooned, and the clip was removed from the left atrium. The clip was pulled into the left femoral artery, where a cut down was performed to remove the clip. The procedure was discontinued, and mr was reduced to a grade of 2-3. No additional information was provided.

Manufacturer narrative:
The reported complete clip detachment (ccd) during use could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. The reported inability to remove the lock line (mechanical jam) was confirmed in the testing environment. Furthermore, lock line break and knots on lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported ccd appears to be a cascading event of the reported mechanical jam. Furthermore, the reported mechanical jam resulting in a lock line break, appears to be due to the observed knotted lock line. A cause for the knotted lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling. D4 lot number updated from 00313u179 to 00725u219.